Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure an rv (right ventricular) coil impedance alert triggered where the lead was connected and disconnected then reconnected following repositioning of the lead. The following day the lead impedances all measured normally. Guidance was given on how to clear the rv coil impedance alert. The lead remains in use. No patient complications have been reported as a result of this event.